Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the v60 unit shut down while being used on a patient, so it was replaced with a second v60 unit. There was no patient harm.

Manufacturer narrative:
The unit was received at the international service center. The technician reviewed the diagnostic log and identify an entry that indicates that the internal battery voltage became low, so it has been determined that the unit lost power and stopped operating due to internal battery being depleted. Moreover, run-in test was performed for over 200 hours but the reported complaint was not duplicated. Ac cord was checked and the unit was checked overall but no abnormality was discovered. No parts were replaced. It was concluded that the root cause was due to the user not reconnecting the unit to ac power source to allow the battery to recharge, resulting in depletion of dc charge and unit shut down. There was no malfunction of the ventilator.